Event description:
It was reported that the merlin froze while trying to interrogate with the device. Another programmer was used. The interrogation was successful but the electrograms were damaged. No memory corruption was noted. Software reset was performed. The patient was in a stable condition.

Manufacturer narrative:
Correction: section should have been marked for foreign in the previous report.